Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulties were encountered. A 2.50x24mm promus element stent was selected for a unspecified target lesion but was not able to cross the lesion. No patient complications were reported and the patients status was stable. However, returned device analysis revealed stent detachment.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. An examination found no defects on the balloon and tip sections of the device. There were no kinks or damage noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).